Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date on: (B)(6) 2013, inratio: 2.8, lab: 5.4. Time between testing was reported as 15 minutes. Patient's therapeutic range is unknown.